Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, an error code 8 (pacing routing disabled) was showed on the carto 3 system when the physician was attempting to pace. The reporter stated that the ic signals and the bs egc's signals became saturated with noise and the "acquire" button was disabled and they were not able to take any points. By rebooting the system did not resolve the issue. The ablation catheter cable, rf adapter cable and the ablation catheter were changed out and it seemed to work initially but after approx 10 minutes, error code 8 reoccurred except that at that time the signals (both ic and bs ECG's signals) remained clean. The procedure was completed with no patient consequences. After follow up with the customer to obtain detailed information of the event, it was stated that the planned pacing reason on this event was to establish af connections from pulmonary veins to atrium. The pacing worked without any issue. There was no pacing issue reported in this event. The issue came right after the physician came off of pacing. The bs leads diminished quickly, and they had lots of interference on ic (intracardial) recordings and error 8 popped up on carto3 system. The physician was not able to interpret the recordings with the presence of the noise since it was confirmed that the signal noise occurred on all the channels including the 12 leads of bs and all ic (intracardial) recordings on both carto and the recording system at the same time making this event reportable. The physician completed the procedure but with difficulty. They weren't able to fully resolve the issue without the ability to acquire points. The physician used a micropace stimulator. After unit evaluation it was determined the error 8 issue was caused by stockert. The stockert was replaced for this reason. Carto 3 passed all system testing. Unit was functioning per specification. The unit was observed for the following 10 cases and no issue was noted. DHR review or investigation was performed. No anomalies were noted in manufacturing or service.

Event description:
It was reported that during an a-fib procedure, an error code 8 (pacing routing is disabled) was showed on the carto 3 system when the physician was attempting to pace. The reporter stated that the ic signals and the bs ECG's signals became saturated with noise and the "acquire" button was disabled and they were not able to take any points. By rebooting the system did not resolve the issue. The ablation catheter cable, rf adapter cable and the ablation catheter were changed out and it seemed to work initially but after approx 10 minutes, error code 8 reoccurred except that at that time the signals (both ic and bs ECG's signals) remained clean. The procedure was completed with no patient consequences. After follow up with the customer to obtain detailed information of the event, it was stated that the planned pacing reason on this event was to establish af connections from pulmonary veins to atrium. The pacing worked without any issue. There was no pacing issue reported in this event. The issue came right after the physician came off of pacing. The bs leads diminished quickly, and they had lots of interference on ic (intracardial) recordings and error 8 popped up on carto3 system. The physician was not able to interpret the recordings with the presence of the noise since it was confirmed that the signal noise occurred on all the channels including the 12 leads of bs and all ic (intracardial) recordings on both carto and the recording system at the same time making this event reportable. The physician completed the procedure but with difficulty. They weren't able to fully resolve the issue without the ability to acquire points. The physician used a micropace stimulator.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair record investigation is completed. (B)(4).